Manufacturer narrative:
Additional information was received that the unit was able to initiate mechanical ventilation and this was a monitoring issue, not delivery issue. The flow sensors are a customer replaceable item. Unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial event was not a reportable malfunction. H3 other text : additional information was received that the unit was able to initiate mechanical ventilation and this was a monitoring issue, not delivery issue. The flow sensors are a customer replaceable item. Unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial event was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.